Event description:
It was reported that a wheelchair pt was brought in and was placed next to the gantry while the tech was setting up the gantry for the next scan. The tech reportedly turned around for a second, unaware that motion had started. The detector reportedly caught the wheelchair handle tilting it and the pt back until the pt's head hit the floor, knocking pt out. The report stated that the pt had a head scan but it is not known whether an injury occurred.